Event description:
It was reported that the implantable cardioverter defibrillator (ICD) patient was in the emergency department after receiving a shock. Review of a transmission from prior to the shock showed the right ventricular (rv) lead triggered a lead integrity alert (lia) for high-rate non-sustained episodes and sensing integrity counter (sic) and triggered an alert for lead noise. It was noted that noise was able to be reproduced with arm movements and the start of changes in impedance questionable for a connection issue between the lead and ICD. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddpa2d4 ICD implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead exhibited oversensing, noise and variable impedance which resulted in inappropriate shocks. The rv lead therapies were programmed off. The rv lead and ICD were later explanted and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.